Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that there were air bubbles in the center of his wife's tubing; the bubbles were approximately two inches in size. The patient's blood glucose at the time of incident was 276 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The insulin was stored at room temperature. There was no air in the tubing as well. The customer ran a fixed prime of 5.0 units and there were no leaks. The customer changed her infusion set but the air bubbles anomaly persisted. Eight infusion sets and the reservoir in question were returned for analysis and three infusion sets and four reservoirs were sent to the customer as replacements.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.